Event description:
It was reported the patient had a lead revision in (B)(6) 2007. It was reported the revision was performed to provide bilateral coverage. The patient only had a lead on ¿one side¿ however they need ¿both sides¿. Information omitted pertaining to event (B)(4) - over-discharge/leg pain. These event are not related.

Manufacturer narrative:
(B)(4).